Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. The patient denied damage to the battery cap; however, the battery cap was never replaced and the yellow o-ring was visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2015 with the following findings: a review of the black box revealed, power on reset events observed in the black box on (B)(6) 2015. The pump was unable to maintain an electrical connection with the returned battery cap due to damaged battery cap threads. All testing was performed using a test battery cap. Battery compartment cracks were observed in the thread area and below the grip pad. During evaluation, the pump was exercised for 24 hours with no rebooting, loss of power or call service alarms duplicated. The pump case was removed; there was no evidence of moisture or loose components found inside pump.